Manufacturer narrative:
Continued: addr01 ipg implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced a fracture. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.